Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The original iab packaging was not returned for investigation. The product was returned with the membrane completely unfolded with no traces of visible blood. The reported event cannot be confirmed by the evaluation. We are unable to determine how this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Despite request and/ or customer indicated that the device would be returned; however, the device has not been returned to the manufacturer so we are unable to complete an evaluation. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period (enter timeframe) was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the customer noticed the sterile packaging of the intra-aortic balloon (iab) had already been breached. There was no patient harm or adverse event reported.